Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that a 3.50x28mm xience sierra stent dislodged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. It was reported xience sierra stent delivery system (sds) was prepped prior to the protective sheath being removed. The sheath was removed without resistance; however, it was noted that the stent had dislodged from the stent delivery system (sds) during sheath removal. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use (IFU) lists packaging (sheath) removal to be performed prior to system preparation. In this case, it is unknown if the IFU deviation contributed to the stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context as it is likely the stent dislodged due to inadvertent mishandling during sheath removal. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that a 3.50x28mm xience sierra stent delivery system (sds) was prepped prior to the protective sheath being removed. The sheath was removed without noted resistance; however, there was no stent on the balloon. The stent was noted to have dislodged and remained in the protective sheath. The device was not used in the patient. The procedure was successfully completed with an unknown stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.